Manufacturer narrative:
The customer isolated the issue to the ECG leads trunk cable. Philips sent the customer a replacement ECG leads trunk cable to resolve the issue.

Event description:
The customer reported v4 and v5 signal loss of 12-lead ECG.